Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the device passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. A share log review was performed and a loss of connection was found in the logs on the issue date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.